Manufacturer narrative:
A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. In addition, similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2025, the lay user/patient¿s relative contacted lifescan (lfs), alleging that the patient¿s onetouch select simple meter read inaccurately high compared to another device (unspecified hospital meter). The complaint was classified based on the customer care agent (cca) documentation. The reporter indicated that the alleged meter inaccuracy began around (B)(6) 2025. The reporter claimed the patient obtained blood glucose readings of ¿600 to700 mg/dl¿ with the subject meter compared to ¿30 mg/dl¿ on the hospital meter, performed more than 30 minutes apart. The reporter indicated that the patient manages her diabetes with diet and exercise. The reporter denied the patient made any changes to her usual diabetes management regimen due to the reported issue. The reporter claimed that 2 days after the alleged issue began, the patient developed symptoms described as ¿saw blurry, fainted, unable to speak or hear and had low blood pressure¿. The reporter claimed the patient was immediately taken to hospital where she received the result of ¿30 mg/dl¿ on the hospital meter and was admitted to the intensive care unit. It was not reported what treatment the patient received. At the time of troubleshooting, the cca confirmed that an approved sample site was used for testing. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.